Event description:
During a kyphoplasty, the stryker autoplex cement mixer made an odd noise when mixing the cement and mixed approximately 30 seconds longer. The viscosity of the cement was acceptable and was used. Subsequently an avaflex nitinol needle got stuck in the cement that was injected for the kyphoplasty and required surgical cut down.